Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, noisy image was identified during the device evaluation. Based on the results of the investigation, it is likely that the image interference, red streaks, and noisy image occurred due to damage to the electrical connector. The most probable cause was traced to a component failure; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited image interference and red streaks on the image. The issue was identified during inspection for use. There were no reports of patient involvement